Event description:
Reporter stated the customer's mother believes the insulin delivery of the infusion device is inaccurate, as the customer has experienced hyperglycemia during the night and in the morning. He switched to a different infusion device and experienced no further problems. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.